Event description:
Device returned to MFR with report of "pinched roller study - malfunctioning - did accept program but when tested not functioning." F/u with reporter revealed that the pt returned for care when experiencing increased pain. The dose provided by the pump was increased with no result of improvement of pain relief. The pump was tested and found to be malfunctioning. Pt rec'd oral pain medication until the pump was replaced. Pt suffered no withdrawal symptoms. Pt recovered from surgery and is happy with the therapy now with new pump.